Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from italy a 23-year-old patient with a 11500a29 valve implanted in pulmonic position underwent reintervention for a valve-in-valve procedure after an implant duration of five (5) years and six (6) months due to "fallot". A 29mm transcatheter valve was implanted within the pre-existing surgical device.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (investigation findings), and h6 (investigations conclusions). H11: additional manufacturer narrative: as the device remains implanted, a device evaluation was unable to be performed. A 23-y-o patient with a 11500a29 valve implanted in pulmonic position underwent reintervention for a valve-in-valve procedure. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. A device history record (DHR) review was performed, and no relevant non-conformances were identified. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. There is insufficient information available regarding patient or procedural factors known to cause or contribute to the reintervention. Based on the information available, the most likely root cause is patient factors, including fallot syndrome and patient's age at implant.